Event description:
Covidien received info from a customer in the united kingdom stating that an 840 ventilator had both graphical user interface (gui) displays blank. The ventilator was not in use on a pt at the time the malfunction occurred.

Manufacturer narrative:
The covidien customer support engineer (cse) verified the malfunction and replaced the backlight inverter printed circuit board (pcb). The unit passed all testing and operates within the manufacturing specifications. The reported issue is a known failure. Three scenarios may occur when the gui does not function as intended. The upper screen becomes blank; the lower screen becomes blank; the upper and lower screen become blank. Covidien failure investigation has determined that the root cause for the three scenarios described above is the failure of one of the designator components on the video graphic array (vga) controller located on the gui printed circuit board assembly (pcba). Covidien reference: (B)(4).